Event description:
It was reported by the sales rep in hong kong that the fms fluid management system/inflow tubing (fms duo+ or fms solo) device was broken. There was no procedure nor patient involvement reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Reporter is a j&j sales representative. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the product was returned to mitek for evaluation. Mitek then conducted visual inspection of device received. Upon visual inspection, it was found a damage found near the chamber bracket, the tubing was cracked; therefore, this complaint can be confirmed. A manufacturing record evaluation was performed for the finished device 3001136, and no non-conformances were identified. The possible root cause could be related when the tube is not seated correctly on the chamber bracket. However, this cannot be conclusively determined. As per IFU, when placing the fill chamber in the bracket, make sure that the fill chamber symbol is facing toward the user and tubing is not twisted. Improper positioning could cause the tube to twist and obstruct the flow of fluid. Do not invert fill chamber at any time. To prime the pump, press and hold the fill chamber pad until the chamber is 1/3full. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.